Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain. The patient reported that the nerves in his lower spine going to legs were damaged when they put his pump in on (B)(6) 2017. Per the patient, his managing physician said that if it continued, he was going to set the patient up with another doctor that is anesthesiologist, because the managing physician ¿can¿t put that kind of medicine in him.¿ the patient reported that he is constantly being woke up by his legs, has numbness and tingling on balls of ankles and in legs, and he can still feel the pain because the pump is not turned up to the right level. The patient stated that according to the doctor, it is going to take some time because the pump isn¿t turned up all the way to the right level. The doctor said hopefully the numbness and the tingling would level out, and that if it didn¿t he would have to get different meds in the pump. No interventions were mentioned. It was not confirmed inf the symptoms were sudden or gradual. The patient mentioned that he is disabled, and that this occurred prior to the pump, and the patient got the device to help. It was stated that it helped for the center of his back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's staples were ripped out after the first implant, causing the damaged nerves. There were no further complications reported at this time.

Event description:
Additional information was received from a consumer indicated the physician put in the pump and damaged nerves. It was noted it was not resolved and the patient still had the nerve damage. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated he was trying to get into a new healthcare provider¿s office from the list that was sent to him and he felt they were discriminating against him and making the transition impossible. They told him he had to go in person for the referral and he could not make the trip. The patient was upset that there was no help from the manufacturer to find new doctors. No further complications were reported/anticipated or expected.